Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event regarding frayed power supply cable was not confirmed. No device analysis results are available because the device was not returned for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power supply cable of the patient electronics unit. The power supply was replaced and there were no adverse consequences reported by the patient.